Event description:
Medtronic received information that during the implant of this 23mm transcatheter bioprosthetic valve, access was obtained via the left formal artery. During the insertion of the 20fr dryseal sheath, the intima of the left femoral artery was dissected. This was observed when digital subtraction angiography (dsa) was performed for the access. A stent was implanted via contra lateral side approach and successfully repaired the dissection. The valve was implanted without issue. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).